Event description:
Doctor performed cerebral aneurysm coiling on patient with ruptured aneurysm. When attempting to place the last coil, which had difficulty fitting since the aneurysm was reaching maximum density, the doctor decided to change the coil to a smaller size. When trying to retrieve coil back into the catheter, coil became caught on other coils, and after many attempts stretched and started to unwind itself. The coil was snared in the blood vessel, and most of the coil was recaptured.